Event description:
On (B)(6) 2012, the pt reported he rec'd sample infusion sets in 2011 and the cannula crimped and did not insert correctly. His blood glucose elevated to 500 mg/dl as a result. He changed the infusion site and injected insulin to treat elevated blood glucose. His normal blood glucose range is 80-120 mg/dl. The pt did not require treatment from a health care professional or second party to address the issue. The alleged infusion set was discarded. No product will be returned for eval.